Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer's blood glucose was 1000mg/dl at the time of the event. The customer was found unconscious and the emergency medical service was called and the customer was admitted to the hospital. The customer experienced symptoms such as vomiting, a heart attack and flu treated during hospitalization. The customer was treated with manual injections at the hospital for hyperglycemia. The event involved product(s) mmt-1715k, mmt-332a, mmt-399a. Troubleshooting was performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump and mmt-1712kl will be returning for analysis. Mmt-332a and mmt-399a were not expected to return.